Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experience high blood glucose. The customer tried to insert and it got messed up. The cannula got kinked and his blood glucose 475mg/dl. The customer treated with manual injections.